Event description:
Hamilton medical ag received the following event description: it was reported that within certain parameter configurations, selecting ¿start¿ in the p/v tool triggers a ¿check settings¿ alarm and the p/v maneuver does not initiate. As a result, the user adjusted the peep limit within the intellivent-asv mode before successfully proceeding, leading to a temporary delay in treatment. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). Investigation ongoing.